Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/25/2020. D4: batch # t5a81p. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60w cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, the returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event described could not be confirmed as no damage was observed on the cartridge and the device performed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that the stapler failed first stapling, failed to staple, surgeon removed battery reversed side and re-engaged and continued to fire several times unsuccessfully, then replaced the stapler. The white 60's load that was damaged after so many attempts. The new one worked perfectly until the end of the surgery. No harm was done to the patient and the surgery was not extended.